Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
This will cover the revision of the head. Patient received several infections due to inflammation of the mucus membrane at hip. After procedure: pain and reduced mobility in left hip. On (B)(6) 2013: new surgery: capsulectomy left hip. On (B)(6) 2013: puncture to take serous fluid. On (B)(6) 2013: new puncture retrieved a lot of sero-anginous fluid. On (B)(6) 2013: pain complaints are continuing. New puncture of left hip. Conclusion toxicologic exam: high levels of chromium and cobalt. New surgery resulted in hospitalization (B)(6) 2014. New surgery to rinse the wound and the hip and to exchange the hip head: hospitalization (B)(6) 2014.